Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('uterine perforation/migration/migration of essure device location of device: uterus/perforation (uterus),') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic/pregnancy (ectopic).') In an adult female patient who had essure (batch no. 654836,627097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("pain :chronic") and infection ("infection") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, dysmenorrhoea, pain and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, infection, pain and uterine perforation to be related to essure. The reporter commented: she had received treatment for perforation,migration,pain discrepancy noted in date of insertion- (B)(6) 2009 , (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) : yes. Lot number: 627097, manufacturing date: 2008-04, expiration date: 2010-04. Lot number: 654836, manufacturing date: 2009-07, expiration date: 2012-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('uterine perforation/migration/migration of essure device location of device: uterus/perforation (uterus),'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic/pregnancy (ectopic).') And pelvic infection ('pelvic infection') in an adult female patient who had essure (batch no. 654836,627097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("pain :chronic"), infection ("infection"), genital haemorrhage ("abnormal bleeding (general)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), pelvic pain ("pelvic pain "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and vaginal discharge ("vaginal discharge"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, pelvic infection, dysmenorrhoea, pain, infection, hormone level abnormal, genital haemorrhage, urinary tract infection, pelvic pain, female sexual dysfunction, anxiety, autoimmune disorder, bladder disorder, urinary tract disorder, migraine, fatigue, gastrooesophageal reflux disease, vaginal discharge and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, autoimmune disorder, bladder disorder, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, infection, migraine, pain, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: she had received treatment for perforation,migration,pain discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) unspecified-failure to occlude (close) fallopian tubes; expulsion of essure device. Lot number: 627097 manufacturing date: 2008-04, expiration date: 2010-04. Lot number: 654836, manufacturing date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received- new events hormonal changes, abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: uti/pelvic, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, autoimmune disorder, bladder or urinary problems or changes, migraines / headaches, fatigue,gastrointestinal or digestive system condition type: gerd,vaginal discharge, weight gain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('uterine perforation/migration/migration of essure device location of device: uterus/perforation (uterus),') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic/pregnancy (ectopic).') In an adult female patient who had essure (batch no. 654836,627097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("pain :chronic") and infection ("infection") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6)2010. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, dysmenorrhoea, pain and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, infection, pain and uterine perforation to be related to essure. The reporter commented: she had received treatment for perforation,migration,pain discrepancy noted in date of insertion- (B)(6)2009 , (B)(6)2010 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) : yes. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: lot number were added. New event infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('uterine perforation/migration/migration of essure device location of device: uterus/perforation (uterus),'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic/pregnancy (ectopic).'), pelvic infection ('pelvic infection') and pelvic inflammatory disease ('infection / infection (other) describe: inflammatory pelvic disease') in an adult female patient who had essure (batch no. 654836,627097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gastric banding. Previously administered products included for an unreported indication: mirena, depo-provera and ocp. Concurrent conditions included abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("pain :chronic"), genital haemorrhage ("abnormal bleeding (general)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder problem "), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), arthralgia ("joint pain"), bacterial vaginosis ("bacterial vagonosis") and abdominal pain lower ("abdominal pain lower"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, pelvic infection, pelvic inflammatory disease, dysmenorrhoea, pain, hormone level abnormal, genital haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, autoimmune disorder, bladder disorder, urinary tract disorder, migraine, fatigue, gastrooesophageal reflux disease, vaginal discharge, weight increased, arthralgia and bacterial vaginosis outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, bladder disorder, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pain, pelvic infection, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for perforation,migration,pain discrepancy noted in date of insertion- (B)(6) 2009 , (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test(s) unspecified-failure to occlude (close) fallopian tubes; expulsion of essure device; on (B)(6) 2010: total bilateral occlusion. Lot number: 627097, manufacturing date: 2008-04, expiration date: 2010-04. Lot number: 654836, manufacturing date: 2009-07, expiration date: 2012-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('uterine perforation/migration/migration of essure device location of device: uterus/perforation (uterus'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic/pregnancy (ectopic'), pelvic infection ('pelvic infection') and pelvic inflammatory disease ('infection / infection (other) describe: inflammatory pelvic disease') in an adult female patient who had essure (batch no. 654836,627097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included gastric banding. Previously administered products included for an unreported indication: mirena, depo-provera and ocp. Concurrent conditions included abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("pain :chronic"), genital haemorrhage ("abnormal bleeding general"), urinary tract infection ("infection bladder/ urinary tract/vaginal type: uti"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), anxiety ("psychological or psychiatric problems condition: anxiety"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder problem "), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), arthralgia ("joint pain"), bacterial vaginosis ("bacterial vaginosis") and abdominal pain lower ("abdominal pain lower"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, pelvic infection, pelvic inflammatory disease, dysmenorrhoea, pain, hormone level abnormal, genital haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, autoimmune disorder, bladder disorder, urinary tract disorder, migraine, fatigue, gastrooesophageal reflux disease, vaginal discharge, weight increased, arthralgia and bacterial vaginosis outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, bladder disorder, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pain, pelvic infection, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for perforation,migration,pain discrepancy noted in date of insertion (B)(6) 2009 , (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure confirmation test(s) unspecified-failure to occlude (close) fallopian tubes; expulsion of essure device; on (B)(6) 2010: total bilateral occlusion. Lot number: 627097, manufacturing date: 2008-04, & expiration date: 2010-04 . Lot number: 654836, manufacturing date: 2009-07, & expiration date: 2012-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: pfs received new event abnormal bleeding (vaginal, menorrhagia), joint pain, bacterial vaginitis, abdominal pain lower were added. Event infection was updated to pelvic inflammatory disease. Event outcome of bleeding, pain, anxiety, cramping were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('uterine perforation/migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and pain ("pain :chronic"). The patient was treated with surgery (hyst. (Full)). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, dysmenorrhoea and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, pain and uterine perforation to be related to essure. The reporter commented: she had received treatment for perforation, migration, pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s)(unspecified): yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury nos updated with pain nos and new events 'fallopian tube perforation, uterine perforation/migration, ectopic pregnancy, dysmenorrhoea, device ineffective' were added. Patient date of birth added. Reporter details updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.